Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance anomaly and a new rv lead of the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to placement difficulty after multiple attempts resulting in helix extension complications. This lead will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance anomaly and a new rv lead of the same model was placed. No adverse patient effects were reported.